Event description:
In 2001, a pt had a subcromial decomrpession arthroscopy of the shoulder. Several weeks later began complaining of bursitic type pain. Returned to surgery 14 weeks later to re-explore joint. Exploration revealed some small metal fragments and what appeared to be a small washer or bearing. The metal fragments were flushed from the wound and the small washer was returned to the MFR.